Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-15931. It was reported that during lead replacement procedure for high impedance issue (related manufacturer report number: 1627487-2021-15929 and 1627487-2021-15930) the lead without high impedances were accidently pulled out of the epidural space. As result, the lead was explanted and replaced. It is unknown which lead was accidently explanted so both are being reported. Effective therapy was established post-operative.